Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having excessive infections at infusion set site and having to go into the hospital at times as a result. Customer reported to have had infections on the leg, thigh, and upper buttocks. Customer reported that infection was swollen, red and yellowish with pus. Customer reported of having to go to the hospital and clinic on several occasions due to infections. Customer's blood glucose was 225 mg/dl. Customer also reported that tape was not adhering and admits of perspiring heavily. Customer was given recommendations for allowing tape to adhere. Customer was not able to continue troubleshooting and was not able to collect detailed hospitalization information.